Manufacturer narrative:
Patient identifier = (B)(6). A review of the architect serial number (B)(4) service history, found no contributing factors on or around the date of the complaint. There has been no subsequent contact from the customer regarding discrepant or erratic results since the arc tbg/sn tp wz and sensor was replaced by customer. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends architect i2000sr processing module. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the tbg/sn tp wz and the architect processing module, serial number (B)(4) was identified.

Event description:
The customer observed false reactive architect (B)(6) ag results on multiple patients. The results provided were: the unit of measure for (B)(6) ag=fmol/l, sid (B)(6) initial (B)(6) ag=25.54 (>or=3.00=reactive) /repeated=1.34 (<3.00=nonreactive), sid (B)(6) initial (B)(6) ag=23.64 (reactive)/repeated=0.00 (nonreactive), sid (B)(6) initial (B)(6) ag=33.09 (reactive)/repeated=0.00 (nonreactive), sid (B)(6) initial (B)(6) ag=17.09 (reactive)/repeated=0.00 (nonreactive), sid (B)(6) initial (B)(6) ag=23.71 (reactive)/repeated=0.00 (nonreactive). There was no reported impact to patient management.